Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Information given by [......] (Scrub nurse), [......] (Theatre coordinator) and miss [........]the operating consultant. Operating in the gateway department of newham hospital it was the second procedure of the afternoon. Laparoscopic bilateral cyst removal. Cyst was placed into the bag then pulled the whole introducer back along with trocar. Specimen wouldn't come through the incision site so the registrar [....] Cut the bag below the guide bead. Trocar was pulled out then the bead went inside the trocar and the cut bag was left in situ. After the specimen was removed they then placed the trocar back in to the patient and this is when miss [......] Thinks the guide bead dropped back in. They noticed the bead on camera and removed from the patient. [.....] Didn't keep the retrieval bag but took photos. Type of intervention: ni. Patient status: did a patient injury or illness occur associated with the complaint event? No patient status: normal recovery.